Event description:
Reporter stated that the strip lot number, code, and expiration date, had rubbed off of the strip vial. Pt's blood glucose was not affected and no treatment was rec'd. Technical support requested the return of the suspect product and replacement product was shipped.